Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient didn't feel anything on (B)(6) 2017 and reported pain in back at ins site on (B)(6) 2017 and couldn't sleep last night because of the pain. Patient reports stimulation in the buttocks on the right side when it was increased on (B)(6) 2017. Currently, the patient doesn't feel stimulation and it was concluded that therapy was on. Patient is increasing stimulation on the day of the call and can feel stimulation. It was recommended to have the ins site checked. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's problem was their kidneys; noting that they had urgency and frequency. They had the stimulator and battery installed on (B)(6) 2017. At the time of the report, they were still feeling the urgency but was feeling stimulation in their bowels.